Event description:
Customer reported via phone, the insulin pump beeps four times then it shuts down. No alarm is displayed on the device. Device continues to alarm, even after replacing the battery. Customer is retuning the device for further analysis.

Manufacturer narrative:
The insulin pump was monitored for 2 days and no blank display or audio beep anomalies were noted. No damage on the lcd isolation tape noted. The insulin pump powered up properly after battery installation and the operating currents are within specification. The insulin pump turned off properly and no display staying on after battery removal noted. The insulin pump has cracked case at the display window corners, minor scratched lcd window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.